Manufacturer narrative:
(B)(4).

Event description:
It was reported that impedance measurements of >4000 ohms were measured on electrode 15 on the pt's neurostimulator. X-rays that were taken showed that the lead in the second port had pulled out slightly. Add'l info was requested.